Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure, no image, was confirmed. However, the e216 scope communication error and the b30 scope communication data transfer error were not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: an e226 scope communication error occurred. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: e226 scope communication error caused the no image issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had no image, an e216 scope communication error, and a b30 scope communication data transfer error occurred during setup/inspection for use (during setup in the room/before the patient in the room). There were no reports of patient involvement.